Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Investigation completed and product evaluated with no defect found on returned meter; returned test strips produced erratic readings on 75 level and low readings on 535 level. Defect found. R&d final root cause investigation has been completed. The root cause of erratic readings are most likely due to returned vial being opened for an extended period of time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood test of 204 and 159 mg/dl. The customer's expected fasting blood glucose test result range is 90-130mg/d fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification,customer stores product in the kitchen. The test strip lot manufacturer's expiration date is 8/22/2016 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is mainly concerned with the fact that ran back-to-back blood tests this morning, the meter first produced a result of 204 mg/dl and immediately afterwards produced a result of 159 mg/dl -fasting. Customer has had no recent changes in diet, exercise, nor medications. Customer does not take any medications for diabetes management, as is regulating the glucose levels with diet and exercise. Customer unable to provide exact times of results obtained from meter's memory.